Event description:
It was reported that patient presented to the clinic with complaints of driveline communication faults. The patient disconnected their modular cable in order to clear the alarm on several occasions. No visible damage to the driveline was noted. Log file review confirmed intermittent left ventricular assist device (lvad) communication fault alarms. It was recommended that the modular cable be replaced.

Manufacturer narrative:
Patient weight was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed multiple driveline communication fault alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. Additionally, review of the log files confirmed multiple pump stops which appeared to be associated with driveline disconnect events. Although a specific cause for these events could not be conclusively determined through this evaluation, it appeared to be consistent with the report of the patient disconnecting the modular cable in attempt to clear the driveline communication fault alarms. The controller event log file contained data from (B)(6) 2022 21:52:30 through (B)(6) 2022 11:23:18, per the timestamps. Intermittent driveline communication fault alarms were captured between (B)(6) 2022 and (B)(6) 2022. Additionally, transient com a faults were observed throughout the log file, indicating that the driveline communication fault alarms were likely associated with the com a line. The driveline appeared to be disconnected multiple times on (B)(6) 2022, causing the pump to stop each time. These events were associated with com b fault, com a fault, power b broken, power a broken, and low pump current, fault flags, as well as low flow, driveline disconnect, and lvad off alarms, and lasted between 6 and 11 seconds, each. Following each reconnection of the driveline, the pump regained speed and resumed normal operation. No other atypical events were captured. Despite the observed events, the pump appeared to function as intended at the set speed while the driveline was connected. The account reported that the patient had disconnected the modular cable several times in attempt to clear the driveline communication fault alarms. During the patient¿s clinic visit, no visible damage to the driveline was observed. Multiple attempts were made to obtain additional information from the customer regarding the event and product return status; however, no additional information was provided. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25apr2017. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarms, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.